Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the left ventricular (lv) channel at time of initial implant. The physician tested connecting the lv lead on the atrial channel and no noise was detected, and they determined the problem was not from the lead as the noise only occurred on the lv channel. Subsequently, the crt-d was explanted prior to wound closure and another crt-d was implanted in its place. No adverse patient effects were reported. The explanted device will be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noise on the left ventricular (lv) channel at time of initial implant. The physician tested connecting the lv lead on the atrial channel and no noise was detected, and they determined the problem was not from the lead as the noise only occurred on the lv channel. Subsequently, the crt-d was explanted prior to wound closure and another crt-d was implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.